Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/(B)(6) years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: detection of high-frequency artifact as a function of pulse generator algorithms and outer-insulation material. Heart rhythm. 2019:1-7. Doi: 10.1016/j.hrthm.2019.05.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the detection of high-frequency artifacts in right atrial (ra) and right ventricular (rv) leads. It was reported that a fraction of the leads in the study exhibited high-frequency artifacts which included episodes of noise, non physiologic noise, oversensing, and lead fracture. One patient experienced syncope due to loss of pacing and inappropriate shocks. In a unspecified number of cases in the study, the lead was inactivated or reprogrammed, and some remained in use. No further patient complications have been reported as a result of this event.